Event description:
It was reported that during a tka, the surgeon felt like the femoral guide ns vis adpt guide lgnp kit was wrong from the start and questioned if it was the correct block and if seated completely. After reconfirming, was proceeded, and the surgeon again felt the block did not provide with an accurate distal cut. The surgeon moved forward with rest of the case and at the end we trialed and he dropped a long rod to check alignment and felt his femur was cut in varus. At the end, a conventional im alignment guides were used to recut the distal femur. The procedure was resumed, after a non-significant delay. No injury was reported as a consequence of this issue.

Manufacturer narrative:
Internal complaint reference: (B)(4). This complaint was opened by smith+nephew to document a patient complication related to a product problem with a smith+nephew device. The reported issue(s) relate to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.